Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During troubleshooting an debris was identified on the pneumatic tap. The customer was able to clean the debris from the pump and changed the pump supplies to address the issues. There was no reported adverse impact to customer¿s blood glucose level..